Manufacturer narrative:
Analysis of the catheter found that there was a hole or tear in the catheter body caused by the catheter connector pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, product type :catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, (B)(4), ubd: 02-mar-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional (hcp), and a manufacturer representative (rep) regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had withdrawals, which started in (B)(6) 2018. It was stated that the pump was "due to be replaced" because it malfunctioned and the patient was hearing alarms. It was stated that the patient was dehydrated and having withdrawals and when the patient had the pump filled in april, all the medication they had put in during the previous refill came back out. It appeared that no medication was being delivered. The healthcare professional (hcp) told the patient it was a malfunction and they "did a bunch of tests", but the patient did not know anything else. The patient was scheduled to have surgery on monday [(B)(6) 2018], but the patient got a urinary tract infection, so they had to postpone it. It was noted that the uti was found on (B)(6) 2018. The beeping from the patient's pump started "last night". The alarms were reviewed, however the patient could not tell which one the alarm sounded like. The alarm was described as beeping for a little bit, then it would go off, but it was a "real low tone". It was later reported that the doctor executed a dye study and believed there was an issue with the catheter. No environmental, external, or patient factors were noted to have caused or contributed to the issue. A catheter revision was scheduled and the patient's status was noted to be "alive - no injury". It was later reported that the proximal catheter had scar tissue around it at the pump pocket site. The catheter was cut and there was cerebrospinal fluid (csf) flow. The proximal end of the catheter was replaced and attached to the existing pump. The surgeon was then able to aspirate from the catheter access port after the new catheter was placed. The patient was then started on 2 mg/ml hydromorphone at 0.1 mg/day and the pump was filled with 40 ml. No further issues were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.